Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the unknown component at the cement to implant interface. Cement manufacturer is unknown. Patient had a attune knee in. Revised to a sigma tc3 rp with sleeves and stems. Doi: (B)(6) 2016, dor: (B)(6) 2018 unknown side.